Event description:
It was reported that a single day infusor leaked. The leak was identified before the device was used on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 21, 2014 to july 23, 2014. The device was received for evaluation. A visual inspection identified that the blue winged luer cap was not tightened. The device was filled with green colored water, the luer cap was hand tightened and a functional leak test was performed. The device was monitored overnight. No leaks, malfunctions or other abnormalities were identified during the evaluation of this device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.